Event description:
It was reported that emergency backup battery (ebb) could not be inserted into the system controller. Another ebb did not fit into the connector either. Upon closer inspection, it was noted that the connector was deformed, and the cable insulation was also slightly damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery not being unable to be installed into the system controller (serial number: (B)(6)) was confirmed via investigation of the returned product. The controller was returned for analysis, and the difficulty installing the backup battery was noted. The backup battery ribbon cable was inspected under a microscope, and it was noted that excessive adhesive material was present on the backup battery connector. The damage to the insulation was also noted, and was determined to be due to the excessive adhesive. It was determined that the excessive adhesive made it difficult to manipulate the connector as needed in order to properly connect the backup battery. A manufacturing analysis task was opened to further investigate the issue of excessive adhesive on the backup battery connector. A non-conformance material report (ncmr) found that the method at the supplier was insufficient as the amount of adhesive applied to the connector was not standardized. The supplier was notified, and the existing lots were returned to the vendor. A supplier corrective action request (scar) was issued to the supplier to revise their method. Abbott has received 17 lots since the ncmr closed, and all have passed inspection. The root cause of the reported event was determined to be due to excessive adhesive applied to the connector at the supplier, which prevented the backup battery from connecting to the system controller as intended. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.